Event description:
Customer reported that the pump declared alarm 20 during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by loading a new cartridge using the proper technique, but the alarm recurred, so they replaced the pump. The customer will use an alternate method for insulin delivery and was instructed on returning the faulty pump.